Event description:
It was reported that 3 stents were placed in the pt's proximal mid left circumflex artery. After the procedure was completed, the pt's blood pressure began to decline. It was noted under fluoroscopy that the tip of the guidewire was floating in the pericardium. The pt experienced cardiac tamponade and was sent to surgery. Pericardial window technique was performed in surgery to successfully retrieve guidewire fragment and to tack up the perforation. The pt is reported as fine. The device is being held by the risk management dept and is not expected to be returned.